Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to water leakage on the 5th day of use. The balloon was found to be ruptured. The catheter was indwelled in the patient on (B)(6) 2020 in the operating room. Per additional information via email from ibc on 22dec2020, there was no impact to the patient. It was unknown if there was missing pieces.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The evaluation found that the returned catheter had irregular balloon burst with missing piece (0.3 cm into 0.4 cm). The sample was evaluated under microscope and no conditions were found that could be associated with the reported event. However the exact cause of how and when the problem was occurred could not be determined. A potential root cause for this failure mode could be due to a thin sac present or blister ply (sac tearing) caused the balloon burst. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder or urethra may be injured.] 2.applicable patients (1)patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex. (2)patients with known allergy to silver-containing catheter." Correction: d, e, f h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter fell out due to water leakage on the 5th day of use. The balloon was found to be ruptured. The catheter was indwelled in the patient on (B)(6)2020 in the operating room. Per additional information received via email from the ibc on (B)(6) 2020 it was stated that there was no impact to the patient and it was unknown whether there were any missing pieces.